Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hemoglobin a1cdx gen.3 result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result from a third-party analyzer was 13.5%. The repeat result from the analyzer was 14.9%. The reporter noted that the qc results were slightly high, prompting recalibration and rerunning of qc, which resolved the issue. The repeat result from the analyzer after recalibration was 13.6%.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site, and g4 PMA / 510k (premarket numbers) were updated. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the analyzer and readjusted the whole reagent compartment. He confirmed that the assay and the analyzer were performing according to specifications. The investigation determined that the service actions resolved the issue.